Event description:
The ge oec 9800 fluoroscopy system intermittently displayed communication failure error codes.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the single board computer to resolve this intermittent malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable to, would not provide any patient information with respect to this issue.